Event description:
Infutronix received a complaint from a clinic building building service coordinator reporting "no upstream alarm". Event occurred during functionality test between uses. Device operator was the testing technician. There was no patent involvement. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log for nimbus ii plus, serial number (B)(6) was reviewed, and it was confirmed that the pump had an upstream occlusion error event. The performance test was conducted on the nimbus ii plus, serial number (B)(6) , where the pump didn't alarm when the upstream line was blocked manually. The reported complaint issue was confirmed in the event log, but it was repeated in the performance test. The pump was operating outside of the specification and does not meet the acceptance criteria.